Event description:
It was reported that the patient was unable to feel stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explained device was discarded by the medical facility.